Event description:
It was reported that the ilet pump displayed repeated alert 38 indicating a motor stall and a restart alert after a recent supply change, and the user believed insulin delivery was not occurring despite using a teflon infusion set and completing guided troubleshooting including a dry-run supply change and pump restart; a replacement pump was shipped and the original device return is pending. Symptoms included hyperglycemia with a cgm glucose of 398 mg/dl. Outcomes included user consultation regarding backup therapy with basal insulin pens and syringes, with no medical treatment, emergency care, or hospitalization reported. Investigation included technical troubleshooting, review of device alerts, verification of supplies and infusion set type, and confirmation of shipping a replacement device while awaiting return for evaluation. Investigation of this device revealed an uncontrolled insulin delivery interruption consistent with a consecutive stalled motor condition in the pump drive mechanism, with no contributory user error identified during guided steps. It was concluded, based on previously established findings for similar reports, that the cause was a device mechanical malfunction pending confirmation via device analysis.

Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.